Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display that could not be read. The reporter denied damage, moisture ingress and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump was booted to verify that the display screen was dim with a pink contrast.